Event description:
Syringe was programmed at 16:30 to run morphine drip at 0.1mg/kg/hr (rate of 0.067ml/hr). 3cc morphine drip syringe found empty at 0500 next day. Pump screen showed correct programming and tubing change sticker marked as same day. Patient showed decrease in blood pressure and increased co2 on blood gas. Pump event history noted syringe was changed from 3cc to 1cc luerlock (1cc ll) and back to 3cc during the treatment. Biomedical testing determined that this was a programming error. A similar subsequent event occurred recently involving a delivery change between the 3cc and 1cc ll syringe programming prompt. Biomedical decided that the event should be reported to determine if these events could re-occur. Biomedical to contact manufacturer about this event.